Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by a correction bolus via the pump, and did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.